Manufacturer narrative:
H6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported there was a cassette disconnection alarm during patient use. The operator tried to resolve, but no matter what did, the alarm sounded, so the operator changed the cassette and resolved, and the alarm no longer appeared. It cannot be collected because it contained narcotics. The operator of the device was a health professional and the event occurred in hospital. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during use, and there was patient involvement, and no patient harm/adverse event reported.